Event description:
During a colectomy procedure, the stapler would not make one of four circles. Used with purse-string. The pt is doing well. The surgeon put some overstitches to close tissue. No pt consequence.